Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the programmer display was misaligned. There was a small deviation between the stylus and the cursor on the display. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was misaligned. The programmer was returned for service. No patient complications have been reported as a result of this event.